Manufacturer narrative:
(B)(4)

Event description:
Additional information received confirmed the laser lost energy resulting in premature termination of the treatment. The surgeon noted the patient returned twelve days later where the flap was lifted and the lasik treatment was completed and resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional attempts have been made to obtain additional information related to patient outcome; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a case of incomplete ablation during a lasik treatment. Reporter indicated the laser stopped at fifteen percent of planned treatment, and attempts were made to increase treatment. Company service representative was informed by the customer of the event, and the system displaying an energy message out of range at the time the laser stopped. He was able to provide information to the staff on how to address the system should this occur. He was additionally informed that the surgeon had opted to abort the procedure and have the patient return a couple of weeks later for procedure completion. Additional attempts have been made to obtain additional information related to patient outcome; however, at this time no additional information has been received.

Manufacturer narrative:
An on site visit by the field service engineer (fse) was performed. Log file review confirms the reported error message. During first start up the system passed successfully all initialization steps. The user performed fifteen treatments successfully and aborted one due to the reported error. The user tried seven times to perform an energy check with a gas exchange, but the error message was consistent. At this time the system was turned off. The user restarted the system and tried to perform four additional energy checks and received the same error message. Another restart of the system was performed and the system performed two successfully energy checks without error. The root cause cannot be determined conclusively. (B)(4).